Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was dropped and the touchscreen is now cracked. No further information on the reported issue was provided. Multiple attempts were made to follow up with the customer on the reported issue. There was no response from the customer. There was no reported impact on customer's blood glucose levels.